Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance on the left ventricular (lv) lead increased rapidly from baseline and was high. The lead impedance returned to baseline and remains in use. No patient complications have been reported as a result of this event.